Event description:
Patient spouse reported that his wife sugar was high (in 500s) on (B)(6) 2019. Patients husband stated he dialed 911 to get emergency services and went to ER. The spouse reported the patient was not in dka and no treatment was reported; patient bg at the emergency room was reported as 194. Patients husband stated she was in hospital for 5 hours then discharged.